Event description:
It was further reported that the target lesion in the first right posterolateral artery was an 80% stenosed and 4mm long lesion with a reference vessel diameter of 2.75mm. Following stent deployment, residual stenosis was reduced to 0%.

Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, a plaque shift occurred. The target lesion was located in the posterior lateral ventricular artery and was treated with predilation using a 2.5x6.0mm cutting balloon and placement of a 2.75x8mm taxus liberte stent. Following deployment there was a 70% stenosis generated with a "carinal shift" into the lower pole of the branch. A 2.0x12mm apex balloon was used to treat the plaque shift without complication. During the same procedure, an attempt was made to treat the posterior descending coronary artery, but a guide wire was unable to cross the lesion. The patient was discharged one day later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).